Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the customer reported complaint of ¿wasn't completing seal cycle¿. The instrument was placed an in-house da vinci system for functional testing, self-test passed and delivered energy with no issues. Gap test passed with the .002¿ gauge and the electrical continuity test passed. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted total colectomy procedure, the endowrist vessel sealer instrument did not complete the process of sealing. There was no report of any patient harm or adverse outcome. However, it is unknown what cause the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted total colectomy procedure, the surgical staff noted that the endowrist vessel sealer instrument would not complete the process of sealing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain addition information; however, no further details have been received as of date of this report.